Manufacturer narrative:
Medtronic received additional information that the annuloplasty band was replaced due to progression of cardiomyopathy with posterior leaflet restriction and posterior wall dysfunction. The physician reported the cause of death was also due to cardiomyopathy and was unrelated to the bioprosthetic valve. No autopsy was performed. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome attributed to adverse event was corrected and refers to product ID: 620bg27, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). Date MFR rec additional information was corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 620bg27, serial/lot #: (B)(4), (B)(6), (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for explant was not reported. Subsequently, 6 days post implant of the bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.